Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00263. Per tech support, the voltage for the red wire as well as the white and black, is 24 volt but is switching and varying. The drive depends on all three signals.

Event description:
The svc repair tech (srt) reported that during routing testing of the device at the svc ctr, the red wire insulation of the motor power cable on the roller pump was split with some bare wires showing. This unit was a demo unit for the manufacturer, for performing v and v (abnormal testing) and labeled "not for clinical use." There was no pt involvement.